Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission couple of days post implant. Upon reviewing, the implantable cardiac monitor exhibited an alert for low battery state and sensing issue. No intervention was performed. The patient was stable during and after the procedure.